Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The customer was notified of this information and requested the field service engineer dispatch to be cancelled. Additionally, the customer resolved the issue and cancelled the work order. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system matrix drawer 1 on station 3 south keeps failing. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.